Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Reaction was described as small blisters located on the inner right side of the upper buttocks. Affected area was treated with an ointment prescribed on (B)(6) 2016, for a genital infection. Additionally, it was reported that the patient has experienced a strong itching and burning sensation that starts within the first 24 hours of sensor wear. Upon removal of the sensor, the skin would be red and inflamed in appearance. Patient's mother noted that sometimes the blisters would develop several days after the sensor had been removed. In addition, the affected areas take a long time to heal, leaving visible skin marks. The patient has a history of allergic reactions to certain unspecified chemicals. At the time of contact, the patient was stable.